Manufacturer narrative:
The service rep verified monitor has turned almost completely black. Monitor had just been replaced. Tried to adjust brightness in rut, then tried monitor. Replaced monitor, checked and verified monitor operational by leaving on and observing image.

Event description:
Customer reported left monitor went blank. No pt injury.